Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex fully covered biliary rmv stent was implanted to treat a stricture in the common bile duct during a stent placement procedure performed on an unknown date. According to the complainant, during the stent removal procedure, the stent removal loop broke when the physician attempted to remove the stent using a grasping forceps.